Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During primary surgery, the screws would not engage in the metaglene. The surgery was delayed approximately 20 minutes.